Event description:
It was reported by the customer that the pyxis medstation es system station user unable to logginig to station a customer has reported that a delay in user login times is hindering the nurses' ability to access medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that unable to login to station. A technical support specialist modified the initial login process by replacing the userid network boxes, which were utilizing cellular service. This setup included a vpn tunnel connecting to the customer's network environment. The staff was able to ascertain that the problem stemmed from issues related to the vpn tunnel. The contact information was kept blank due to no information was provided by the technical support specialist. The system functioned as intended after technical support specialist troubleshooted the device.